Event description:
The international customer reported that the unit alarmed vent inop due to a machine and proximal pressure sensor failure. There was no patient involvement.

Manufacturer narrative:
See MFR. Report #:2031642-2016-01638.